Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The pump passed the delivery accuracy test. The pump was received with a missing end cap sticker, a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to a high blood glucose level. Customer's blood glucose level was 409 mg/dl. The customer changed out the infusion set twice and treated with manual shots. The customer went to the emergency room on (B)(6) 2017 and had a blood glucose level of 574 mg/dl. The customer was urinating a lot, was thirsty, nauseous, and was very tired. The customer was wearing the insulin pump at the time of hospitalization. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.